Manufacturer narrative:
Note: d4: primary UDI number has been updated to (B)(4). Per internal review on 1-jul-2024, it was determined that the medical device problem code for a050401 (fluid leak) is not the most applicable selection for this event. While a leakage occurred, it was due to the dislodged hemostatic valve. As a result of this damage, the code has now been updated to a0413 (material separation). Additionally, on 9-jul-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has not yet been returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding short sheath - small and a few drops of blood reversed from the hemostatic valve. There was a stiff feeling upon insertion of the dilator and reverse blood occurred when it was inserted intracardially. The hemostatic valve was dislodged into the hub. However, the hemostatic valve itself was not damaged. The issue was resolved by replacing the vizigo short sheath to another new one and the procedure was continued. There was no patient consequence.

Manufacturer narrative:
On 26-jul-2024, noted a correction to the 3500a initial as the 1. Manufacturing site name was processed under biosense webster inc (irvine) and should have been processed as freudenberg medical llc. Corrected g1. Manufacturing site name. In addition, corrected g1. Manufacturer site addr. Street line 1, g1. Manufacturer site city, g1. Manufacturer site state code and g1. Manufacturer site zip code and g1. Manufacturer site country code. The product investigation was also subsequently completed. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history review was performed for the finished device 60000354 number, and no internal actions related to the complaint were found during the review. The dislodgment issue reported by the customer was confirmed. The potential caused of the damage on the valve could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).